Manufacturer narrative:
DHR/fi noted: review of sterilization and seal strength records related  did not identified any deviations or non-conformities that may be associated with the reported device. Sterilization process was successfully completed, and seal strength test results were found to be acceptable. The events of seroma and infection (late onset) are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection (late onset) and exposure.

Event description:
Healthcare professional reported "evolution with inflammatory process secondary to sero hematoma, subsequent infection, with dehiscence of suture and exteriorization of prosthesis. Plan: change of prosthesis¿ for device on left side. The device has been explanted.